Event description:
It was reported that high capture threshold was observed. Lead was replaced when repositioning was unsuccessful.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A complete model 7122q lead measuring 57.8 cm was returned for analysis by the qual assur department. X-ray analysis found that the helix was damaged and stretched. X-ray of the inner coil was normal. Electrical testing performed resulted in normal lead characteristics. Continuity testing was performed while manipulating an stretching the lead and all electrical measurements across the conductors were within specification. No electrical anomalies or internal shorts were found across the coils or conductors. Impedance testing resulted in normal high voltage and pacing lead impedance measurements. A helix mechanism test could not be performed due to the returned condition of the helix. Conclusion summary: the reported high capture threshold could not be confirmed in the lab. Electrical testing performed resulted in normal lead characteristics. The field experience of being unable to retract the helix could not be confirmed. Evaluation of the helix could not be performed due to the returned condition of the helix.